Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov1120165. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. Retention samples meet the qc criteria. The reported issue was not found. The complaint is not verified.

Event description:
Invalid result (s). Result did not develop correctly.